Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer¿s reported problem was confirmed. There was no patient involvement.

Event description:
(B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had a pca8120 sn (B)(4) failed barrel clamp sensor test. Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: troubleshooting/ error codes. Case resolution: I recommended (B)(6) to replace syringe size sensor assy. Assisted with part number and transferred to com for pricing. (B)(6) will replace syringe size sensor assy.